Manufacturer narrative:
The tandem t:slim g4 cartridge user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim g4 pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experienced fluctuating blood glucose levels (approximately 50-275 mg/dl). System check was performed and the pump was functioning as intended. Customer uses humalog insulin and stated they change their cartridge every 4 days. Customer delivered a correction bolus to stabilize elevated blood glucose levels and drank orange juice to stabilize low blood glucose levels.